Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).